Event description:
While using the device during a surgical procedure, error code said "blade may be extended." The blade could not be retracted. Device reference number: (B)(4). Lot number m10180607. There was no harm to the patient.